Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device was being placed in use with patient and the cuff would not inflate. No adverse effects to patient reported.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found it to be in good physical condition. Device underwent functional testing by inflating the cuff with a syringe and subsequently submerged under water; device leak observed coming from a small tear in the cuff. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown.